Event description:
Paramedics responded to a person described as asystolic. To confirm pt condition, protocol requires confirmation of asystole in more than one lead. According to the rptr, the device displayed excessive artifact and baseline wander which inhibited confirmation of asystole.